Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said that the device is not working. Patient gets the urge to go and she is having a lot of accidents. They have tried every program and gone all the way up to 8.5 volts and she feels nothing. Patient has had no falls or accidents. No further complications were reported.